Manufacturer narrative:
Investigation conclusion: response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded to detect and cancel the test instead of releasing false positive results.

Event description:
On (B)(6) 2021 and (B)(6) 2021 synapse school customer phoned technical support to report 22 false positive samples with 18 different individuals within the last week using cartridge lot 19692k, 20259j and 17899l. 18 individuals re-tested on cue, pcr or binax and got a negative result. None of the individuals had symptoms or were recently exposed to someone with covid.